Event description:
A male patient was previously implanted with advance male sling system. After the procedure, the pt complained of worsening urinary incontinence. Five months after procedure, physical examination was unremarkable and urinalysis results were negative. Flexible cystoscopy demonstrated eroded sling material into the proximal bulbar urethra. Pt underwent excision of the eroded portion of sling by way of a perineal incision. After explantation of the mesh a 4-cm long defect was present that encompassed the ventral half of the proximal bulbar urethra. A percutaneous suprapubic tube was placed to divert the urinary stream. Retrograde urethrography was performed 4-weeks later and demonstrated a healed anastomosis without extravasation of contrast. Pt underwent a trial of capping the suprapubic tube and elected to continue with suprapubic drainage because of the persistent urinary incontinence per urethra.